Manufacturer narrative:
Product event summary: (B)(4), the full lead was returned, analyzed and the outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant the lead was repositioned several times. The implanting physician noted apparent damage to one electrode with a possibly exposed conductor. The lead was removed and replaced. No patient complications have been reported as a result of this event.